Manufacturer narrative:
An event regarding dislocation involving an unknown femoral component was reported. The event was not confirmed. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. It was reported that the patient's left knee was revised one day post implant due to dislocation. It was further reported that the possible cause was a weakened lcl. The event cannot be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Further information such as product identification, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow- up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
It was reported that the patient's left knee was revised one day post implant due to dislocation (reported possible cause was a weakened lcl, no allegations against the implants). A closed reduction was performed but failed as the patient still subluxated, so the decision was made to revise the size 3 cr femoral component and 2x9 cs insert to a ts femur and new insert. Rep reported that no further information is available.